Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Lab analysis: the device related to the reported events capsular contracture was received on december 23, 2024. With lot number 2161723. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
After the surgery, healthcare professional confirmed capsular contracture baker grade IV and requested for bia-alcl biopsy. Histopathological markers are reported but not specific (cd30 and alk both negative), and alcl was not confirmed.